Event description:
The initial attorney report alleged unspecified injuries after the implant of composix kugel. The following is based on medical records provided by pt's attorney: (B)(6) 2003 - pt underwent a two part procedure. The first procedure included an abdominoplasty and lysis of adhesions. The second part of the procedure was to repair a central incisional hernia with composix kugel. On (B)(6) 2005 - pt admitted for abdominal pain, gastritis, partial bowel obstruction. Underwent gi and upon endoscopy and was treated conservatively. Discharged on (B)(6) 2005. On (B)(6) 2005 - pt admitted for acute abdominal pain, bowel obstruction. On (B)(6) 2005 - pt underwent exploratory laparotomy with lysis of adhesions. The composix kugel mesh was identified and removed; mesh noted to have separation of the two layers. A single serosal tear was made and repaired. A non-bard mesh was used to complete the repair. On (B)(6) 2006 - pt admitted for abdominal pain and recurrent ventral hernia. Pt underwent repair of hernia with a composix mesh. A potential serosal tear was identified and repaired.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided, it is unk whether the device caused or contributed to the reported event. The pt developed a recurrence nearly two years after the implant of the composix kugel mesh. The operative dictation from the explant indicates that the mesh became separated however no sample was returned, therefore an eval could not be performed. Although the pt developed a recurrence, it should be noted that recurrence is a known adverse event listed in the product's IFU. Additionally, a review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the currently available info, no conclusion can be drawn. There is no adverse event regarding the composix mesh implanted on (B)(6) 2006.